Event description:
The patient contacted animas on (B)(6) 2014 reporting that they noticed insulin inside the cartridge compartment but could not see where the leak came from. The patient had a blood glucose (bg) reading hi on the meter with symptoms of extreme drowsiness and fatigue. The patient did not receive any treatment above and beyond the usual routine of diabetes care and management. This report is being made due to bg excursion the patient experienced due to an alleged luer lock leak.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.